Event description:
It was reported that the bolt did not work as expected during the procedure. There was no harm to the patient. However, the doctor had to use another catheter. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on april 4, 2017. Results: evaluation of returned device; the catheter was returned with introducer assembly installed. The compressor cap was secured in the bolt cranial; however, the catheter was not secured inside the introducer assembly. The compressor cap was removed and noticed the collet was not inside the bolt. DHR review; the customer returned catheter serial number (B)(4); the catheter is belonged to the reported lot number 111e00292088. A review of lot 111e00292088 record indicates that lot met all requirements. Complaints history; complaint history, model 110-4xxx, from mar-2016 through feb-2017 reviewed; there were (B)(4) other complaints that issued with complaint code perf023, and (B)(4) of them were confirmed. (B)(4). Conclusion: the reported customer complaint that the ¿bolt did not work as expected¿ was confirmed. The returned catheter assembly was inspected and the bolt assembly was missing the collet component that is necessary to secure the catheter. The catheter was tested for functionality and met all functional test criteria. There were no discrepancies identified in the bolt subassembly DHR¿s. The most probable cause of the missing collet is due to the end user completely unscrewing the compression cap allowing the collet to fall out. The device dfu states that ¿if loosening is required, take care to ensure no component or part of the camino catheter moves or falls out during loosening. Failure to do so may result in an inability to secure the catheter¿.